Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Due to the patient¿s anatomy, the medical team was originally unable to obtain a good position and the pigtail became entangled in the papillary muscle. In an effort to free the pigtail, the catheter pulled out of the aorta and frequent suction alarms were received. On the third attempt at removal and reinsertion, the impella was properly placed. The patient was later successfully weaned from the impella and the device was explanted.